Event description:
Pt reported obtaining back-to-back blood glucose results of 220 mg/dl and 106 mg/dl on the advantage system. Pt indicated that therapy was not modified based on these values. No pt injury was reported and no treatment was received. Pt did not provide the location where the discrepant results were obtained. Quality control testing had not been performed on the advantage system. At the time of the report, pt no longer had the test strips that produced the discrepant values.